Event description:
It was reported that the patient with this neurostimulator had their device explanted due to lack of efficacy for their overactive bladder symptoms. The patient noted that although their oab symptoms did not improve, their fecal incontinence symptoms did improve. The patient had previously attempted to optimize their settings and was happy with their results. The patient stated that they were interested in implanting a new device in the future to treat their fecal incontinence. There were no additional patient complications.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Concomitant product: model number: 1201, serial number: (B)(6), model description: tined lead, unique identifier (UDI): (B)(4). Block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Good faith effort attempts were made to try and retrieve the device; however the device was disposed by the explanting provider. It was confirmed this device met manufacturing speculation prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of incontinence, fecal and urinary frequency were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported that the patient with this neurostimulator had their device explanted due to lack of efficacy for their overactive bladder symptoms. The patient noted that although their oab symptoms did not improve, their fecal incontinence symptoms did improve. The patient had previously attempted to optimize their settings and was happy with their results. The patient stated that they were interested in implanting a new device in the future to treat their fecal incontinence. There were no additional patient complications.